Event description:
It was reported that after positioning the non-stryker flow diverter, the physician used the balloon to perform dilatation. The balloon was prepared according to the directions for use. The balloon was advanced to the desired location and inflated to perform dilatation. The balloon ruptured after second inflation. The procedure was completed with a non-stryker balloon. There were no consequences to the patient.

Event description:
It was reported that after positioning the non-stryker flow diverter, the physician used the balloon to perform dilatation. The balloon was prepared according to the directions for use. The balloon was advanced to the desired location and inflated to perform dilatation. The balloon ruptured after second inflation. The procedure was completed with a non-stryker balloon. There were no consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the balloon was torn proximal to the proximal marker band. During functional analysis, the device was flushed; however, no fluid exited the distal tip of the balloon catheter. A demonstration transend guidewire was advanced through the balloon catheter and no restriction was encountered. The guidewire was advanced and location proximal to the distal seal of the balloon catheter, creating a seal between the guidewire and catheter. An attempt was made to inflate the balloon using water and water was noted to be exiting through the torn balloon. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device has not yet been received for analysis.